Event description:
It was reported that approximately 5 years following the implant of a transcatheter pulmonary valve, an elevated mean pulmonary gradient was observed. Approximately 6 years and 4 months following the implant of the valve, the pulmonary gradient continued to increase and the patient began experiencing symptoms. Around this time, a stent fracture was suspected to have occurred. Approximately 7 years and 2 months following the implant of the valve, a significant increase in pulmonary gradient was observed. Approximately 7 years and 4 months following the implant of the valve, a type ii stent fracture was identified with pulmonary stenosis. Subsequently, a pre-implant balloon valvuloplasty was performed as standard for the implanting physician, and a second transcatheter valve was implanted valve-in-valve with 3 additional non-medtronic pre-stents. Per the physician, the patient's anatomy, including tetralogy of fallot, was identified as a contributing factor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter pulmonary valve, an elevated mean pulmonary gradient was observed. Approximately 6 years and 4 months following the implant of the valve, the pulmonary gradient continued to increase and the patient began experiencing symptoms. Around this time, a stent fracture was suspected to have occurred. Approximately 7 years and 2 months following the implant of the valve, a significant increase in pulmonary gradient was observed. Approximately 7 years and 4 months following the implant of the valve, a type ii stent fracture was identified with pulmonary stenosis. Subsequently, a pre-implant balloon valvuloplasty was performed as standard for the implanting physician, and a second transcatheter valve was implanted valve-in-valve with 3 additional non-medtronic pre-stents. Per the physician, the patient's anatomy, including tetralogy of fallot, was identified as a contributing factor. Additional information was received indicating that the patient noted "an increase in symptomatology" including increased windedness while walking up stairs or running on a treadmill starting approximately 4 years and 5 months after the implant of this transcatheter pulmonary valve. The patient reports feeling short of breath during daily activities. 7 months later an echocardiogram revealed that the valve gradient had increased to a peak of nearly 100 mmhg. The right ventricle systolic pressure has increased as well. The patient was referred for a cardiac catheterization with intervention on the melody valve. The patient was also placed on a 3-day cardiac monitor given palpitations. A chest x-ray was obtained due to pinching chest pain. Right bundle branch block was observed on electrocardiogram. Of note, the valve frame fracture was first observed approximately 2 years after the valve implant. Additional fractures were observed approximately 5 years and 6 months later.

Manufacturer narrative:
Updated data: b3. B5. Added second paragraph. B7. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the image provided shows evidence of multi fractures through the stent. The right ventricular outflow tract (rvot) is a dynamic structure, and stents placed in the rvot may be exposed to complex cyclic stresses related to the cardiac cycle. The risk factors for stent fracture after tpv implant have not been fully defined. However, prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. Other factors are likely to contribute to the risk of stent fracture as well. The potential for stent fracture should be considered in all patients who undergo tpv placement, regardless of the previously discussed or subsequently characterized risk factors. Radiographic assessment of the stent with chest radiography or fluoroscopy should be included in the routine post-procedural evaluation of patients who receive a tpv. In particular, in patients found to have a substantial increase in the degree of rvot obstruction, the possibility of an associated stent fracture should be considered and evaluated. If a stent fracture is detected, continued monitoring of the stent should be performed in conjunction with clinically appropriate hemodynamic assessment. In patients with stent fracture and significant associated rvot obstruction or regurgitation, reintervention should be considered. See section 10.1 for additional details. Limited data are available on the clinical performance of reimplantation of another melody¿ tpv within the original melody¿ tpv. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.